Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal left anterior descending artery with moderate tortuosity and heavy calcification. The 2.75 x 15 mm trek balloon catheter was soaked prior to use, and air aspiration was performed inside the anatomy. The trek was advanced and slight resistance was noted with the anatomy. The balloon was inflated in the lesion, but ruptured during the first inflation of 8 atmospheres (atm). During removal, slight resistance was noted with the anatomy. A new rx trek balloon catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): incorrect prep. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The reported balloon rupture was likely due to an interaction with the calcified lesion. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the trek rx instructions for use (IFU) instructs the user to perform air aspiration prior to advancing the device into the anatomy. In this case, it could not be determined if performing air aspiration inside of the anatomy would have contributed to the reported balloon rupture.